Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received five inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). The shocks induced the patient into ventricular fibrillation (vf) and moreover the therapy converted the rhythm. This crt-d remains in service. No additional adverse patient effects were reported.